Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was observed that the reverse locking mechanism was blocked. It was further determined that the reverse was blocked. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 w, check starting behavior, check for excessive noise, check for untrue running, check triggers for forward/reverse mode, check function of soft mode switch (safety system), check for air leak, check reverse locking mechanism and check attachment coupling with attachments. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the mechanical movement was stuck and the reverse control was not working on the compact air drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.